Manufacturer narrative:
Insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. Insulin pump received with cracked case at display window corners and display window. Insulin pump received with minor scratched display window. Insulin pump received with missing end cap sticker. (B)(4).

Event description:
Customer called to report that the insulin pump alarmed button error. Customer's blood glucose levels were not included in the report. Customer stated buttons may have been held longer than three seconds. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.